Event description:
The customer stated that he tested his blood glucose using his contour meter and a one touch meter. The contour read 221 mg/dl, while the one touch read 110 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.